Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy.there was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.